Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 112. There was unknown patient involvement.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed the device screen had scratches, missing battery cap, and syringe port was cracked. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. Error code 112 was displayed during power up; however, the error code could not be duplicated. It was noted that the battery cap was not received with the device. The most probable root cause was determined to be an intermittent motor. The motor was replaced. Service history review identified that the device was last serviced 09-feb-2023 for an issue related to ¿shutting off while being used¿.